Manufacturer narrative:
The wire was not returned for analysis, therefore, no direct product analysis could be performed. The device history records review showed no anomalies related to lot #7669503. This lot met all specifications relevant to the complaint upon lot release. The root cause of the event could not be determined.

Event description:
It was reported that during a stenting procedure, the tip of a pt2 guidewire "broke off." The guidewire was being advanced into the diagonal of the left anterior descending (lad) artery. The tip was successfully retrieved with a snare device. There were no further pt complications.